Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report#: 3005099803-2024-04964 for the associated device information. It was reported to boston scientific corporation that two habib endohpb cables were used in the biliary to treat a tumor during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2024. During the procedure, when connecting to the erbe generator and the habib endohpb catheter, there was no energy delivered, and there was no blanching of the tissue noted. Subsequently, upon troubleshooting, it was noted that there was no problem with the habib catheter; however, the two habib cables were both broken, causing the habib catheter to be unable to deliver energy. The procedure was cancelled, and the patient will reportedly come back at a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.